Manufacturer narrative:
Safety bar.

Event description:
It was reported by service report that the torsion springs on each side of the safety bar were broken causing it to not have tension on it. No pt involvement or adverse consequences are reported.